Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the nurse opened the suture and realized it was the right suture but wrong plastic cover put on it. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mk6373, and no non-conformances were identified. Only a picture was received for analysis. Upon visual inspection of the picture, a foil of product code j207 with lot# mk673 and spool with two punched holes could be observed. This code use a reel with one hole. However, as the sample was not returned, we are unable to investigate further. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.